Event description:
It was reported that during the implant procedure the helix would not retract after a second attempt to position the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the lead was returned in segments, analyzed and the distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress. The visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.